Event description:
The dealer alleges sight of smoke, a burning smell, and a thick black substance coming from the power module. There were no injuries or property damage.

Manufacturer narrative:
Eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.